Event description:
Customer called reporting calibration errors and a low blood glucose event. Customer's current blood glucose is 176 mg/dl. Customer stated his device would alarm calibration error. He was advised not to calibrate when blood glucose levels are fluctuating. He said one night he went low, below 40 mg/dl, but his sensor reading was above 80 mg/dl. That night he received a sensor error alert. The threshold suspend did not activate because the sensor reading was not low enough. The difference between sensor readings and blood glucose levels was explained. Customer was advised to use carelink to monitor his sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.